Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the observed flow rate error, which was reproduced. Baxter's device evaluation found the device to under infuse greater than -10% when the device was delivering at a rate of 800 and 999 ml/hr during flow rate testing. Test results are as followed: rate = 40 ml/hr, vtbi = 10 ml, delivery = 9.459ml (-5.41%), rate = 100 ml/hr, vtbi = 25 ml, delivery = 24.58ml (-1.68%), rate = 400 ml/hr, vtbi = 100 ml, delivery = 91.795 ml (-8.205%), rate = 800 ml/hr, vtbi = 200 ml, delivery = 175.914ml (-12.043%), rate = 999 ml/hr, vtbi = 250 ml, delivery = 215.704ml (-13.7184%). The evaluation has determined that the under infusion was caused by out of specification downstream finger and upstream valve travel. Additionally, the finger/valve pressure plates were reworked and calibrated to ensure accurate flow. (B)(4).

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed during preventive maintenance testing. The device was programmed to deliver 40 ml at a rate of 200 ml/hr with a general error of 2 ml (5%error) but not exceeding 4 ml in error. Tests were conducted with clearlink duo-vent (2c8541s) sets that are used 50-100 times, but always retested with a new IV set when there is a failure. It was also reported there was no patient involvement.